Event description:
While attempting to place the catheter the distal tip of the device broke off. The fragment was subsequently removed without any additional intervention. Another spinecath was used to finish the procedure. No clinical sequelae or further complications were reported.